Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device drum was broken and would not secure the blade. The device was taken apart and it was obvious that medical debris, soap residue in the locking mechanism assembly caused the failure. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal various components wear out. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
This is event 2 of 2 of the same event. It was reported that the bearings came out of two reciprocating micro saw devices. It was not reported if the device was used in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
It was previously reported that the device drum was broken and would not secure the blade. The device was taken apart and it was obvious that there was medical debris, soap residue in the locking mechanism assembly causing the failure. The assignable root cause was due to worn bearings caused by exposure to organic debris and materials which led to corrosion and normal various components wear out. After further evaluation, it was determined that the device overheated due to a broken drum, had corrosion on it and would not secure the blade device. The root cause was due to normal wear over time. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If additional information should become available, a supplemental medwatch report will be sent accordingly.